Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on the fast path it showed that the device was in reset mode in the past. No further information is available.